Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, right ventricular (rv) lead was found to be dislodged. The patient was sent for x-ray to follow up physician. The patient was stable. Further information was requested but not yet available.